Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer has been experiencing high blood glucose levels for a couple of months. The customer's blood glucose was 121 mg/dl. Troubleshooting was done. The customer stated that the insulin was squirting out during the manual prime. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. However, no alarms for a compromised force sensor system could be verified and the prime test could not be completed due to a cracked end cap. The insulin pump was also received with some cosmetic damage.